Event description:
Patient implanted a resolute integrity drug-eluting stent in a lesion in the rca. Lesion was pre dilated. There were no issues with the stent deployment. Approximately 8 days later, the patient experienced stent thrombosis. Aspiration catheter was unable to be passed through. Poba was carried out for exclusion of thrombosis pressure. Pci was also performed for remaining stenosis at lad lesion site. No further clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: (root cause of the event could not be determined), inherent risk of procedure (thrombosis), no results available since no evaluation performed (device or procedural images not provided for review 709 none (device not returned for evaluation); evaluation, conclusions: inherent risk of procedure (thrombosis), (root cause could not be determined), unable to confirm complaint (device or procedural images not provided for review). (B)(4).